Event description:
During an arthroscopic procedure, the physician was reportedly utilizing an ambient super turbovac 90 ifs. Towards the end of the procedure, the physician noted that a piece of the wand became detached from the distal end leaving exposed insulation. Insulation was then seen flaking into the pt's joint space. The physician was able to visualize and remove all the device fragments and the procedure was completed using this wand. No pt complications were reported as a result of this event.